Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: kwp. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that on (B)(6) 2023 during posterior cervical fusion, the screw in question broke while partially in the patient¿s bone. The surgeon was able to remove all fragments of the broken screw without any additional medical intervention. The procedure was completed successfully using another screw of the same type, there was a surgical delay of 2 hours. There was no adverse patient impact. No further information is available. This report is for a symphony oct system polyaxial screw diameter 4.0 rod, 4.0x16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished device. Product code: 102040116; lot #: 267823. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07/01/2020; manufacturing site: jabil le locle. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 4.0 ply scrw 4.0x16 had broken across the neck between the head and the threaded shaft of the screw, the fracture surface was examined and appeared smooth with no indications of material issues or anomalies. Additionally, the screw has small bone fragments in the distal threads and damage/deformation was visible on the proximal shaft section of the screw, most likely caused during the insertion attempts and/or due to the usage of tools for removal of the fragment. While no root cause can be determined for the reported issue, the breakage condition of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. A dimensional inspection for the 4.0 ply scrw 4.0x16 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 4.0 ply scrw 4.0x16 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Visual analysis of the photo revealed that the 4.0 ply scrw 4.0x16 was broken across the neck between the head and the threaded shaft of the screw. The photo is not clearly so we cannot definitively determinate the root cause without additional photos. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 4.0 ply scrw 4.0x16 would contribute to the complained device issue. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.